Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, using inappropriate tools, multiple tunneling attempts, and the patient not attending the post-op visit have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated with antibiotic solution before closure, which is a contributing factor to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to not irrigating the site with an antibiotic solution before closure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the coil pocket. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. A new neurostimultaor was implanted on (B)(6) 2024. The patient has since recovered and is doing well.